Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: phone - (B)(6). G4 - PMA/510(k)#: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for an unknown procedure, an ncircle tipless stone extractor's basket would not open and "the pusher area" was broken. This occurred upon opening the package and the device did not make patient contact. A photo provided shows the basket wire coming out of the support sheath. Another same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to use for an unknown procedure, an ncircle tipless stone extractor's basket would not open and "the pusher area" was broken. This occurred upon opening the package and the device did not make patient contact. A photo provided shows the basket wire coming out of the support sheath. Another same type device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc), procedures, as well as a visual inspection were conducted on the device. The complaint device was returned to cook in open package with the label for investigation. Visual exam notes the support sheath has a hole in the material approximately 3 mm from mlla. The coil has separated and protrudes through the hole. There is 4 cm of the coil protruding. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found no other complaints reported for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which cautions, " do not use excessive force to manipulate this device. Damage to the device may occur." Based on the available information, cook has concluded the cause for the damage could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.